Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified during an event history log review. A visual inspection and functional testing were performed. The cause was determined to be a use error of setting the total tidal ultrafiltration (uf) removal too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:57:38. During night drain cycle 12, the patient's ultrafiltration reading was 2056ml, indicating the home patient drained 1326ml more than their maximum programmed fill volume of 1900ml. No additional information is available.